Event description:
It was reported that a vf induction was performed using dc fibber. Therapy was not successfully delivered and the patient had to receive external therapy to convert the arrhythmia. Impedance measurements were in range. The lead will not be returned.

Manufacturer narrative:
No medwatch form was received.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Analysis revealed an insulation abrasion at 13cm from the connector end. The rv metal cable was exposed at this location. One of the two rv cables was severed and melted at the tip. The melted cable is indicative of a short to the can. This could account for the issues reported in the field.